Manufacturer narrative:
The product was requested to be returned for evaluation. A follow up report will be submitted if the meter is returned for evaluation.

Event description:
The customer reported having a blank screen and being unable to test with their freestyle meter on december 08, 2006. The customer alleged that due to the inability to get a blood glucose result, her blood sugar became low and she lost consciousness. Her husband called the paramedics. The customer was treated at home where she responded to treatment including IV therapy and food. No further treatment was given.